Event description:
The device could not pass the severely calcified lesion in a tortuous medial lad. Patient is a (B)(6) male.

Manufacturer narrative:
It was intended to tread a severely calcified lesion (90% stenosis degree) in a tortuous medial lad. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The returned balloon is slightly unfolded with a kink in its centre and at the proximal balloon shoulder. Folded balloon profile is not in specification anymore. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The reported event is most likely related to the patients anatomy (severely calcified high degree stenosis).